Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after self-treating a perceived impending low with glucose tablets and a juice box while their glucose was approximately 95 mg/dl, with a highest cgm value of 235 mg/dl; the infusion set was an inset in the abdomen and the continuous glucose monitor (cgm) was an fsl3+. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a transient elevation in glucose without hospitalization. Investigation included complaint intake, user communication, and troubleshooting and education on appropriate hypoglycemia treatment and avoidance of overtreatment. Investigation of this case revealed user-related overtreatment of hypoglycemia as the precipitating factor; no pump alarms, malfunctions, or device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to overtreatment of hypoglycemia.